Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: issue occurred last week and then twice today. In today's cases, first case had a deep anterior chamfer cut, second case also had inaccurate anterior chamfer cut (one side deep, other side proud). Both of today's cases were lefts, but last week's case was a right. I confirmed that surgeon single passes anterior chamfer cut. We discussed how double passing down the middle of the middle anterior chamfer may help address inaccuracies with that cut. I confirmed that surgeon double passes angled sawblade attachment cuts, which is recommended. I advised that best practice is to perform 'combined accuracy', 'mako registration', and 'bone preparation' on same spot of or floor to minimize risk of inaccurate cuts, but surgeon would not approve that workflow. She will try to do 'combined accuracy' and 'mako registration' on same spot of or floor, though. Surgeon finished the case manually (adding bone graft to deep side and manually filing down proud side). Spoke to her fsr. Work performed: arrived onsite and noticed that the j2 bump stop bracket would move slightly. Took bump stops off to ensure that bracket screws were tightened all the way. Reinstalled bump stops and ensured they were adjusted to 10 and 32 degrees per the service manual. Also noticed that the j5 transmission values were out of spec. Tightened j5 transmission cables to align with specs per the service manual. Replaced hybrid fiber cable end caps on both the gud and the cam stand. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
This pi is for case 2 of 3. Mps reported ongoing issues with inaccurate tka cuts. Issue occurred last week and then twice today. In today's cases, first case had a deep anterior chamfer cut, second case also had inaccurate anterior chamfer cut (one side deep, other side proud). Both of today's cases were lefts, but last week's case was a right. I confirmed that surgeon single passes anterior chamfer cut. We discussed how double passing down the middle of the middle anterior chamfer may help address inaccuracies with that cut. I confirmed that surgeon double passes angled sawblade attachment cuts, which is recommended. I advised that best practice is to perform 'combined accuracy', 'mako registration', and 'bone preparation' on same spot of or floor to minimize risk of inaccurate cuts, but noted that her surgeon would not approve that workflow. She will try to do 'combined accuracy' and 'mako registration' on same spot of or floor, though. Surgeon finished the case manually adding bone graft to deep side and manually filing down proud side).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.

Event description:
This pi is for case 2 of 3 case number: (B)(4): mps reported ongoing issues with inaccurate tka cuts. Issue occurred last week and then twice today. In today's cases, first case had a deep anterior chamfer cut, second case also had inaccurate anterior chamfer cut (one side deep, other side proud). Both of today's cases were lefts, but last week's case was a right. I confirmed that surgeon single passes anterior chamfer cut. We discussed how double passing down the middle of the middle anterior chamfer may help address inaccuracies with that cut. I confirmed that surgeon double passes angled sawblade attachment cuts, which is recommended. I advised that best practice is to perform 'combined accuracy', 'mako registration', and 'bone preparation' on same spot of or floor to minimize risk of inaccurate cuts, but noted that her surgeon would not approve that workflow. She will try to do 'combined accuracy' and 'mako registration' on same spot of or floor, though. Surgeon finished the case manually ((B)(6) - adding bone graft to deep side and manually filing down proud side).